Event description:
Patient came in for a patent foramen ovale (pfo) closure using a gore pfo occluder. The device was deployed and released but did not separate from the delivery catheter. Device was retrieved using additional equipment and time.